Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed a pneumothorax following implant of this lead. The pneumothorax is believed the result of a perforation that occurred during the process of gaining venous access for the introducer. No additional intervention was performed but it was noted that the patient's hospitalization was prolonged. No additional adverse patient effects were reported. This lead remains in service.